Event description:
In 2009, the pt reported that for the past week her insulin infusion sites have become infected "instantaneously". She has changed her site daily and reports her blood glucose has elevated to the 400 mg/dl range. Her target range is 80-150 mg/dl. She said, a bloody liquid seeps from the site when her headset is removed. She corrects her blood glucose by injecting insulin and she has no symptoms. She stated she has been on insulin pump therapy for about 5 years, and has always used her lower abdomen as the site for her infusion headset. Site rotation and management, along with the effect of scar tissue on insulin absorption, were discussed with the pt. She said, her sites are not inflamed, painful, or itchy. A complimentary infusion set insertion device and guide to infusion site management were sent to the pt. On f/u with the pt the following month, she stated "I did try odd sites and it didn't do any good". She said, she thinks her current box of infusion sets is a "bad box". She said she switched to an older box of infusion sets (exp or 2011) and this has resolved the concern. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.